Manufacturer narrative:
(B)(4).

Event description:
"The iabp began alarming with a completely blank (white) screen, though it continued inflating/deflating. The machine was turned off and back on, restoring screen function. Cable connections were checked and appeared secure. This occurred three times over several hours. After the third incident, the console was replaced. No harm to the patient".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
"The iabp began alarming with a completely blank (white) screen, though it continued inflating/deflating. The machine was turned off and back on, restoring screen function. Cable connections were checked and appeared secure. This occurred three times over several hours. After the third incident, the console was replaced. No harm to the patient".